Event description:
It was reported that the patient had been lost to follow-up for over two years, and now the device could not be interrogated and there was no pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.